Manufacturer narrative:
Complaint has been elevated for investigation. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
Customer reported that they had run the alinity m resp-4-plex assay and they had 1 sample that was false positive for the sars-cov-2 reaction. Customer reported that the sample did not test positive for flua, flub, or rsv. When retested on other instruments it tested negative for sars-cov-2. The sample was tested on the following instruments: liat- roche, genexpert, alinity m (tested using the sars-cov-2 assay 09n78-090), and the ariamx. Retest on all of these platforms generated negative results for sars-cov-2. The curve for the suspected false positive looked normal upon review. It was confirmed by the customer the false positive result was not communicated to the patient and there was no patient management impact due to this observation. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 is performing outside of established design performance specifications. Quality data review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 and the components was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 and the components was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 513424. The lot specific complaint history review for alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 identified ten (10) additional tickets related to the reported complaint. All 10 tickets were investigated and unconfirmed. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 513424 was not identified.